Event description:
It has been reported that the there was no xray during procedure, restart resolved the problem but the same issue had occurred again after few hours. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that there was no x-ray during the procedure. Review of the system log file showed motherboard of the image processing computer (ippc) was defective. To resolve this issue, the rse suggested the customer to replace the ippc. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.